Event description:
While da vinci xi cautery was being used, stryker camera and light source boxes malfunctioned causing light source to turn on and camera settings to change on their own without manipulation by any staff in the or room. Staff noted equipment malfunction immediately before any effect or harm to patient and turned off equipment. This equipment was taken out of service and reported to or coordinator and clinical director.